Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500ml eva tpn bags leaked on the middle port. The leakage was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area of all samples. The reported condition was verified. The cause was not determined; however a likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.